Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion does not cause alarm' which was reproduced. Evaluation tested the pump for the infusion testing and it was found that the pump only alarm for the upstream occlusion when the flow rates were high, but did not alarm for upstream occlusion when the flow rates were low. The cause was determined to be an ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available